Event description:
It was reported that there was foggy image.

Manufacturer narrative:
Alleged failure: my account just used this camera & coupler for the first time and the fogging is unbearable. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Root cause: no problem found. Most probable root cause could be fogging occurring between the coupler window and the proximal end of the arthroscope, the fog maybe due to a bad scope or external factors. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was foggy image.